Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: item # unk, hip-unknown-heads-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02363.

Event description:
It was reported a patient has been indicated for a revision due to unknown reasons. No revision has been reported to date. No further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.